Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Additional components involved in the event: product family: scs lead, model: 3186, upi: (B)(4), serial: (B)(4), batch: a000029048.

Event description:
It was reported one of the patients leads displayed high impedance following a fall. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue. The investigation did not determine which lead contributed to the impedance issues.